Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of incident was 50 mg/dl. Customer was treated with glucose gel for low blood glucose. The insulin pump had pump error alarm and the customer was able to clear and able to rewind the pump. Customer was unsure if auto mode was active. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.